Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high elecsys hcg test system results for one patient sample. The initial result was 587.0 miu/l with a data flag and was reported outside of the laboratory. The result was questioned by the physician and on (B)(6) 2017 the sample was repeated on another cobas 6000 e 601 module with a result of <0.500 with a data flag. A new sample from the patient was tested and the initial result was 398 miu/l. The repeat result from the other cobas 6000 e 601 module was <0.500 with a data flag twice. The repeat results were believed to be correct. The patient was not adversely affected. The reagent lot number was 18912301. The expiration date was 28-feb-2018. Qc was retested and was the results were high. The customer ran precision testing which was acceptable. The field service representative found droplets on the reagent probe. He cleaned the reagent probe and performed multiple probe washes.